Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported the device passed the extended self test then ped and neo testings. The adult tests on pg 5-16 of the svc mnl shows the flow should be 30, it is down in the low 20's. When customer checked the volumes the actual setting is 500 ml's and the vti on vent tester shows to be .42 the device monitored value is .46. The customer also reported that he looked at transducers at zero and all were spot on. He tried a different flow sensor but did not have a known good sensor and it auto cycled. The customer put first sensor back on and auto cycling stopped. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that an avea ventilator tidal volume inspiratory (vti), tidal volume expiratory (vte) was low and the device has an auto-cycled issues. The customer reported that there was no patient involvement associated with the reported event.